Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 5. The drain volume was 2853 milliliters (ml). The programmed fill volume was 1500ml. This drain meets iipv criteria. Product surveillance followed up with the nurse on (B)(6) 2010, and provided the results of evaluation and the probable cause identified. The nurse will check the homepatient's (hp) prescription and follow up with the hp's program. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.